Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and it passed. The battery was charged but receiver does not boot up. Download and functional testing could not be performed. The receiver was opened for inspection and the moisture detection sticker was activated. The customer complaint for loss of connection was not confirmed. The root cause could not be determined.